Event description:
It was reported that the patient presented in the emergency room due to unrelated issues. Upon interrogation, multiple high ventricular rate episodes due to noise on the ventricular lead were noted. No intervention was reported and the patient would be monitored. No further information could be obtained.

Manufacturer narrative:
(B)(4).